Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Analysis identified a fracture of the distal coil at 15 cm from the connector pin which resulted in an open coil impedance.